Event description:
A ventilator was returned to a factory authorized service center for evaluation due to a failure of the ac connector. There was no allegation of patient harm or injury by the customer. The device was evaluated by a factory authorized service center, and a failure of the ac connector was identified. The ac connector was replaced to correct the problem. The malfunction of the ac connector would result in the failure of the device to operate on ac power.